Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was worn. It was further determined that the device failed pretest for check the oscillation/forward/reverse mode function, check in ¿off¿ mode, check for sticky speed trigger, check power with test bench, minimum 67.5 to 110 watt, check switching function forward/reverse and check the oscillation angle. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.